Event description:
It was reported that a spectrum iq pump had an alarmed upstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a upstream occlusion occurred through troubleshooting of the device. A review of the event history log revealed upstream occlusion messages, but the log can not be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined within specification and no correction required. Should additional relevant information become available, a supplemental report will be submitted.